Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A review of the submitted images was performed and the following additional information was provided: the images show the instrument tip with a broken blade.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was found to have the tip broken off. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that the instrument tip broke and fell inside the patient during use. The fragment was retrieved during the same procedure. Post-operative testing was performed to check for remaining fragments.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The instrument was found to have on blade broken at the base. A piece approximately 0.581" x 0.084" was found to be broken off. The broken piece was returned.